Manufacturer narrative:
Account replaced the left user control module to resolve this issue.

Event description:
Account alleges the bed is alarming. Account found dried remains of blood/fluid on the left user control module board. No injury reported.